Manufacturer narrative:
H3, h6; software was returned for analysis. It was concluded by reviewing the case and the observed case comment, ¿it was reported that during the surgery, the imaging system arm was moved causing an inaccuracy¿ that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version#: 2.1.0. H3, h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. H6) a0908 - inaccuracy medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that there was an alleged navigation inaccuracy of approximately 1 cm during a tumor resection case. After noticing the inaccuracy, the surgeon decided to undrape, stitched up the patient's incision, re-register and re-drape with fresh drapes. The surgeon was satisfied with accuracy, and the case proceeded. The manufacturing representative (rep) also expressed some concern that the non-sterile corded instruments (drill, bovie, etc) from the first registration were left on the stand during the second registration. Rep observed that a scrub tech may have leaned on the articulating arm/reference frame assembly after registration, causing navigation accuracy to be approximately 1 cm off of expected. There was less than an hour delay. No impact on patient outcome.

Manufacturer narrative:
H2: information from the case in MDR # 1723170-2025-03883 was found to be a duplicate of this case. Further information can be found in this case medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.